Manufacturer narrative:
(B)(4). Batch # n56c1y. The analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was a transfusion required? No. Was the hospital stay extended due to the issue encountered with device? No. Can it be confirmed that vessel was proximal to cut line? Yes. Was there any extraneous tissue within the jaws when fired? No.

Event description:
It was reported that during a video-assisted thoracoscopic surgery (vats) right upper lobe resection procedure, after fired, the staples were found malformed. The patient lost blood, could not stop bleeding with compression hemostasis, used endoscopic 4-0 prolene to sew the wound. Potential adverse event; required intervention to prevent permanent impairment/damage. Now the patient is stable and still in the hospital.